Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline intact. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 11 months. The device is expected to be returned for analysis. It has not yet been received. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was hospitalized on (B)(6) 2016 due to advanced heart failure and a driveline infection. Surgical revision of the driveline exit site was performed in order to change the exit site location. On (B)(6) 2016, the patient became restless, somnolent and less responsive. The pump parameters were reportedly stable; however, the patient¿s mean arterial blood pressure was 40 mmhg. After fluid infusion, the blood pressure improved, but then started to drop again. Extracorporeal membrane oxygenation (ECMO) was initiated; however, the patient expired later the same day. A system controller log file reviewed by the manufacturer¿s technical services representative confirmed low flow alarms consistent with the patient¿s low blood pressure. The cause of death was not determined; however, there were no reports of any device issues, and there were no atypical events noted in the system controller log file. No additional information was provided.